Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 2 / 4. The home patient (hp) had already cleared the alarm. The hp reported that the supply bag fell off the table and became disconnected. The hp had setup on the hc machine again with new supplies. The technical service representative (tsr) explained to hp how to end therapy early in the morning. The hp to notify the peritoneal dialysis (pd) nurse. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the hp on (B)(6) 2010 regarding the bag falling and disconnecting, the hp revealed that she was asleep when the bag must have fallen, and suggested that the bag's edge was on the edge of the table, and when the solution started to empty out, it must have slipped and fallen. The hp confirmed that she notified the nurse. She stated that the disconnection incident did not cause any injury or harm to her. The hp confirmed that she had not noticed any defects prior to use that day. The hp informed that she had discarded the supplies and that the lot numbers were not available. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, based on information obtained during baxter's invesitigation the bag fell and became disconnected. A labeling review was conducted and found the labeling is adequate for the potential use error(s) in the complaint. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).